Manufacturer narrative:
This supplemental report is being submitted to update the lot number of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed and found no visual indication of burn marks or evidence of a high temperature event on the device. The internal components of the cable was found broken (collapsed) and detached below the protector boot at the connector side. The root cause is most likely due to excessive stress and force caused by user handling. The instruction manual contains several warning statements in an effort to prevent damage to the cable. ¿inspect the cable. Visually inspect the cable and the plugs for irregularities on the surface. Do not use a cable with brittle or defective insulation. Replace the cable. Risk of damaging the cable. In order to plug or unplug the cable always pull at the plug. Never pull at the cable.¿

Event description:
Olympus was informed that towards the end of transurethral resection of bladder tumors (turbt) procedure, the high frequency (hf) cable sparked/arced. There was no patient or user injury reported. No emergency fire evacuation took place. The procedure was completed using the same device.